Event description:
It was reported that during a routine device replacement, the right atrial (ra) lead was found to have a break in the insulation as it was being attempted to free up in the leads in the pocket. The ra was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2008; d154awg implantable cardioverter defibrillator (B)(6) 2008. (B)(4).